Event description:
It was reported that the air dermatome starting making holes in the skin graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation. It was found that the device was in calibration on all graft settings and rpms were within the specification limits, however, the control bar was low. To correct the problem with the low control bar, the control bar was set to specification. The device was repaired according to procedure and returned to the customer. The device was purchased in 2002. A review of service records indicate that the device has not been returned to the MFR for annual repair or preventative maintenance. The device has only received service two times since purchased. Those would include; (B)(6) 2007, and the last being (B)(6) 2009. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."